Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture.

Event description:
It was reported that this pacemaker system exhibited loss of capture on the right ventricular (rv) lead. The patient experienced greater than 2 seconds of asystole. The pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The associated right ventricular (rv) lead was returned and analysis revealed the insulation had abraded through. The reported clinical observations were believed to be due to the insulation damage.

Event description:
This supplemental report is being filed as the associated rv lead evaluation was completed.